Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 14 atms when inflated for 10 seconds on the first inflation during post dilation of a deployed stent. The device was removed from the patient intact. The procedure was successfully completed with another quantum maverick balloon. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.